Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip did not completely release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was attempted to be deployed; however, the clip did not completely release from the catheter. It was reported that the clip was pulled off from the mucosa. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.